Manufacturer narrative:
Philips service restored the ghost backup and rebuilt the disk, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start at 0:00; ghost backup restored and disk rebuilt on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.